Manufacturer narrative:
The manufacturer¿s international service technician confirmed the reaction of panel buttons were slow. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Manufacturer narrative:
(B)(6) 2018. (B)(4). Phone number not provided. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported that the place around the right side of the touch panel did not respond well. After repetitive calibrations the failure persisted. There was no patient involvement. Event date was not provided, therefore an estimate was used.